Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer and a company representative. The patient had a lot of difficulties with pain and discomfort that began in (B)(6) 2015. The patient started getting spike pain bouts with sweating and pulse racing whenever he would walk or try doing anything. The patient had to sit down and wait for it to pass, usually ten to fifteen minutes. This averaged about three to five times a day. At that time, the patient thought that it was maybe due to a low battery. The pump and catheter were replaced on (B)(6) 2015 at which time the patient was told that the catheter was totally blocked and he had not been getting the proper dose. Per the representative, no cause could be determined for the event.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID 8709sc, lot# n161606030, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg/ml at 8mg. The indication for use was non-malignant pain and other non-malignant pain. At the pump replacement the catheter was noted to not be flowing csf( cerebrospinal fluid). The healthcare provider opted to remove the catheter and replace it. The issue was resolved. The patient status at the time of the report was noted as alive, no injury. Patient symptoms and cause of the no csf flow not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.